Event description:
A customer observed a negatively biased valproic acid (valp) result for a singe level of quality control fluid. Pt results were not reported until acceptable quality control results were obtained. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the vitros 5,1 fs analyzer was performing as expected. The customer was handling the valp reagent pack in a consistent manner according to the instructions for use for the valp reagent. The root cause of this event unk.